Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery alarm tests. There was no excessive no delivery alarms on the device. The insulin pump functioned properly however the lcd window was scratched during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and no delivery alarm. Customer's blood glucose level was 409 mg/dl. Customer attempted to treat their high blood glucose via bolus delivery but received the no delivery alarm. Customer declined to troubleshoot and wanted a new insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.